Event description:
In this event a dentsply employee was reviewing the FDA maude database and discovered a report that was submitted by a patient voluntarily on (B)(6) 2015, indicating the following: "I started wearing an essix retainer manufactured by dentsply. The retainer was prescribed by my dentist who made the retainer in the office. I wore the retainer for one week and started experiencing general weakness, dry mouth, white tongue, swollen lymph nodes and I developed a rash on my arms. Suspecting that the symptoms were related ot the retainer, I immediately stopped wearing the retainer and the symptoms slowly disappeared. Needless to say, the whole experience was quite frightening. I hope I haven't done serious damage to my body or internal organs by wearing the retainer. No further information is available.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.